Event description:
Clinicians were pacing the heart rhythm of patient with a third degree heart block. After three hours, the device shut down and failed to power back on with battery power. When the device was powered on via ac power, the device displayed "pacer fault 116", "defib disabled" and "pacer disabled" messages. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.